Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2021-04315 and 2015691-2021-04323. Investigation is ongoing.

Event description:
As reported edwards european affiliate, during a tf tavr case in a patient with severe abdominal scoliosis and severe kinking in the area of the abdominal aorta, the commander delivery ystem was introduced with a lunderquist stiffer wire and successfully positioned in the native aortic annulus. During inflation it was determined that the balloon was possible perforated, presumably occurring during introduction of the tf system over the tortuous part of the patient's anatomy. The crimped valve did not open during inflation with the atrion device. It was decided and retrieved successfully the system via the esheath. The new system with the same size was prepared and then successfully implanted. The patient feels good. The valve was received for evaluation and multiple struts were noted to be distorted at the outflow.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was received for evaluation. The valve was stuck within the sheath housing. During visual inspection, multiple struts were noted bent inwardly and sideways at the outflow. One strut was exposed through the skirt, which is normal after crimp and use. After the valve was expanded the frame remained distorted/canted. One strut remained exposed through the skirt. The leaflets were wrinkled, torn, and dehydrated due to storage condition during return handling process. Due to the return condition, no functional or dimensional testing were performed. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to frame damage. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. No IFU/training deficiencies were identified. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no defects were identified, no corrective or preventative actions are required. The frame damage was confirmed through device evaluation. No potential manufacturing non-conformance were identified. A review of the lot history, complaint history, DHR and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'the patient had known severe abdomen scoliosis and severe tortuosity in the area of the abdominal aorta. Therefore, a lunderquist stiff guidewire was used. The commander delivery system with crimped valve was successfully introducer and positioned in the native annulus. Valve deployment started; however, the valve did not inflate due to a balloon tear. It is assumed that the balloon tore during commander delivery system insertion through the tortuous anatomy. The commander delivery system with crimped valve were removed through the esheath without resistance.' In this case, the valve could be retrieved non-coaxially with excessive manipulation through the sheath due to the tortuous anatomy, and it resulted in bent struts at outflow. Per the training manual, ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation/ retrieve crimp thv) may have contributed to the complaint event. However, a definite root cause was unable to be determined at this time.